Event description:
It was reported by service report that the bed had no power due to power cord was pulled out of the back of the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Issue was resolved for the customer by the stryker field tech, who re-connected the power cord.